Event description:
During coronary artery bypass surgery pediatric defibrillator paddles were used at 20w/s without incidence. Second use automatically decreased wattage and flash of appeared during the process of defibrillating the patient. Paddles were immediately taken out of servicedevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: electric problem - short circuit, electrical problem - open circuit. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.